Event description:
A user alleges that while using an endotracheal tube, after insertion of the tube into the pt, there was cuff leakage after an undetermined period of time. Endotracheal tube needed to be replaced. No pt injury reported.